Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and ventrio patch. As reported, the patient is making a claim for an adverse patient outcome against ventralight st which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2015- patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st mesh (device 1). Per op notes, ¿the hernia sac with omentum was identified in umbilical region and the omentum was reduced. A ventralight st mesh (device 1) was placed as an underlay mesh and sutured¿. (B)(6) 2016- patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with implant of ventrio mesh (device 2). Per op notes, ¿hernia defect identified in the abdominal region right to the previously placed mesh (device 1) and the bowel found adherent to the ventralight st mesh (device 1). A ventrio mesh (device 2) was placed into abdominal cavity and tacked¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum:this supplemental emdr is submitted to document additional information provided.root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.updated fields: a2, b3, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10.note, the manufacturing date (15-mar-2014) is considered to be a best estimate.note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and ventrio patch. As reported, the patient is making a claim for an adverse patient outcome against ventralight st which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.